Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the downstream occlusion(dso) sensor was damaged. The dso sensor was replaced.

Event description:
It was confirmed that the device was double beeping. Device required further evaluation. The event occurred during testing.